Manufacturer narrative:
Uf/importer report #(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a video-assisted thoracoscopic surgery with left apical wedge resection, apical pleurectomy, and sidewall pleurodesis, the tip of the trocar cracked and broke off inside the patient. The staff in the room was thinking that the laparoscopic stapler used may have caused the initial damage to the trocar and created a crack or weak spot towards the tip of the trocar. The stapler device was not brought back into alignment with the shaft before trying to be withdrawn through the trocar. A couple of attempts to bring the stapler out were done with resistance before it was realized the jaw of the stapler was still cocked at an angle. Once the stapler was straightened out and removed a laparoscopic instrument with an electrosurgery device scratch pad wrapped around the tip and placed into the trocar. The instrument was then passed through the trocar with ease, and it was discovered that the tip of the trocar was broken, dangling around the shaft of the instrument. There was no patient injury.